Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing multiples episodes of automatic mode switching due to far-r oversensing on the atrial channel. Programming changes were recommended.

Event description:
New information notes that the device was explanted due to eri.

Manufacturer narrative:
Analysis was normal. No anomalies were found.